Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, when stapling, the surgeon was able to press the green button and squeeze the handle, there was the poor staple formation, the clips at the end of the magazine did not deploy. They used another reload to complete the case. There was no patient injury.